Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays. Operative notes, patient details and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision of the liner and a washout after 2 months due to infection.

Manufacturer narrative:
Per -(B)(4) final report. Additional information including patient post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision was requested, in order to progress with the investigation of this event, however no further information was provided. The explanted device was not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient required a washout and revision of a triity liner after 2 months due to infection.